Manufacturer narrative:
Product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
Additional information: it was reported that the patient felt like a "zombie" for about 2 months post-implant and that he lost weight and couldn't walk. When the patient presented to have the pump "drained", the pump had only delivered approximately 2ml. The patient stated that "nothing worked". At the time of the report the patient had felt better for the past week or so and had gone from taking 4 hydrocodone pills per day to one.

Event description:
It was reported the patient underwent a surgical revision on (B)(6) due to a twisted catheter. Patient stated "some tubing was coiled at the back of the pump and it got maybe twisted up." An x-ray was performed when they were trying to find out what might be the trouble; however, the results were not provided. When the patient went in for a refill, they removed the dilaudid in the pump and determined only a small amount had been used which was when they determined that surgery would be needed because of the "tube." Reporter stated the health care provider wanted him to wait five months to remove the medication in the pump to determine if the medication is going into the spine or not. After the catheter revision, the patient's symptoms "hadn't really improved, maybe very little." A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).